Manufacturer narrative:
Applied medical has just received the event device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: total lap hysterectomy: event description: toward end of the case, surgeon commented that they were concerned a leaflet from the seal of a 10 mm port had dislodged from the cannula. Surgeon commented that the leaflet may not have been dislodged but bent back in the cannula and difficult to see. Additional information received on 30 june 2017 by applied medical tm: the other products used were 10 mm x 30 degrees scope, [competitor's] grasper and a [surgical sponge] was placed in trocar to clean but not through trocar. Type of intervention: surgeon explored the abdomen, wound and cannula for the leaflet but found nothing. The case then proceeded in an otherwise routine way. Patient status: fine.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Upon investigation, engineering confirmed that one petal from the shield, an internal component of the seal, was dislodged/bent upwards. The shield petal was visually inspected and was fully intact, however the septum was torn while the duckbill showed no visual non-conformances. Based on the condition of the returned unit and additional information received, it is likely that the shield petal was dislodged by an instrument that was used during the procedure. Based on the damage that was observed on the dislodged shield, it is likely that an instrument caught on the shield petal during insertion and dislodged it from the trocar sleeve. The instructions for use (IFU) states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers", and "all instruments should be centered axially when inserted through the seal for easier insertion." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.